Event description:
It was reported to philips the device had low shock energy. The customer contacted the philips response center. A philips field service engineer (fse) ordered a replacement capacitor. When the capacitor is received, the fse will replace it to resolve the issue. The device remains with the customer.